Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the stylet became stuck in the left ventricular (lv) lead and could not be removed despite multiple attempts. The lv lead was not used and replaced. The patient was in stable condition.